Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. The battery out limit alarm, failed battery test alarm, and weak battery alarm could not be verified due to the keypad anomaly. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 84 mg/dl. The customer stated that there is also a button error alarm which he can not clear. The customer is unsure what could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.